Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms and toggling of power sources. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files covering the reported event date were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms and power switching events, most likely perceived as the reported "toggling of power sources", are most often attributed to communication errors between the controller and batteries. However, the device performed as expected during analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a routine clinic visit the patient complained of a ¿critical battery¿ alarm with a charge of at least 75% and also noted some toggling of power sources. Log files were sent which confirmed the alarm. There was found to be a communication error between the controller and the batteries. The battery was exchanged. No patient complications have been reported as a result of this event.